Manufacturer narrative:
A site representative reported that after wheeling the mobile view station (mvs) into the operating room (or), the mvs was plugged into the wall but continued to beep. Then the system shut down. There was no line power light, and it wouldn't turn back on. The site tried a different power outlet with no change. It was suspected that the f11 and f12 fuses were blown. The site's biomed replaced the fuses and the system was functioning, which showed that the issue had been resolved. The patient was in the room at the time of the issue and an incision had been made. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. The fuses were discarded onsite and therefore unavailable for further analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after wheeling the mobile view station (mvs) into the operating room (or), the mvs was plugged into the wall but continued to beep. Then the system shut down. There was no line power light, and it wouldn't turn back on. The site tried a different power outlet with no change. It was suspected that the f11 and f12 fuses were blown. The site's biomed replaced the fuses and the system was functioning, which showed that the issue had been resolved. The patient was in the room at the time of the issue and an incision had been made. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.